Event description:
Whirlpool tub was filled with water and the pt was placed into tub. The pt received 2nd and 3rd degree burns over 80% of his body when placed into the tub. The pt died the following day. One person involved.